Event description:
It was reported that device movement/shift and leak occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. There was no space in anterior direction, so the wds was implanted in anchor-free form with 135-degree posterior direction protrusion and 45 degrees in medial direction. The closure device was implanted after the eighth deployment. 180 days post index procedure at the routine follow up, a transesophageal echocardiogram (tee) revealed the shoulder in medial direction at 45 degrees fell into the left atrial appendage, and a 5.6 mm lateral leak was noted around the closure device. The patient's medication will be continued in response to the leak and patient progress will be monitored. No further interventions or patient complications were reported.